Event description:
A surgeon reported small bubbles came out of the probe at the beginning of surgery, and later on in the procedure, small pieces of vitreous came out of the probe unexpectedly. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).